Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that they experienced high blood glucose of 400mg/dl which was treated insulin pump and manual injections. Customer¿s current blood glucose was 270mg/dl. Customer had symptoms like vomiting, not feeling well. Customer alleged insulin pump for possible under delivery. Customer reports insulin exited at the quick release. Customer passed displacement test. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with minor scratched display window, case and keypad overlay.